Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 6/13/2017. Device returned to manufacturer? Yes. Device evaluation: the device was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaint have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
The exact date of onset of symptoms is unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received that a tecnis symfony multifocal model zxr00 19.0 diopter intraocular lens (iol) was explanted from a patient¿s operative eye due to poor post-op refraction. No additional information is provided.

Manufacturer narrative:
In the supplemental MDR submitted, the date received by manufacturer date was entered incorrectly as 06/12/2017. The correct date is 07/12/2017. All pertinent information available to abbott medical optics has been submitted.